Manufacturer narrative:
B3: date of event estimated g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in an unspecified vessel was attempted using two proglide devices. Reportedly, an unspecified issue occurred with both proglide devices. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported unspecified failure mode could not be verified/replicated in a testing environment as the plunger, posterior needle tip, both cuffs, link and suture, including the pre-tied knot were not returned and there was no damage observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported unspecified failure mode could not be determined as the plunger, posterior needle tip, both cuffs, link and suture, including the pre-tied knot were not returned and there was no damage observed on the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.